Event description:
As reported by the equinoxe shoulder study, the 70 year old male patient had an initial left tsa on (B)(6) 2023 and presented on 01-mar-2023 with instability / subluxation - has had several episodes of feeling it pop out and go back in. The case report form indicates that this event is possibly related to the device and definitely related to the procedure. It is also indicated that the action of revision was taken and components torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw were removed. No revision was given and the outcome of this event was reported as continuing. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 300-30-09 - equinoxe preserve stem 9mm: a193280. 320-10-00 - equinoxe reverse tray adapter plate tray +0: a335955. 320-06-42 - glenosphere 42mm: a324139. 320-15-02 - rs glenoid plate sup aug, 10 deg: 7296337.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder subluxation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.